Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for: noninvasive blood pressure (nibp); pulse rate (pr); noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2); body temperature in normal and axillary mode. The device was isolated and removed from service. The unit underwent functional testing by an in house biomed who determined that the gpo was tested and no issues were found. The power cord was replaced. It is currently unknown if the device will be returned to hillrom for inspection by the customer.. Although a shock was reported, there was no indication in the complaint report that a user or patient was shocked by the device. Per the customer, there was no injury reported. If the reported problem (shock/signs of burn damage) were to recur, it could cause or contribute to a death or serious injury. Any additional relevant information received regarding this event will be submitted in a supplemental report.

Event description:
It was reported by the facility's biomed that the ward stated an electric shock happened when the cvsm was plugged in overnight, and a black spot mark was seen on the plug. The gpo was tested by the customer, and no issues were found. This incident was captured under hillrom complaint ref # (B)(4).